Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2018, the recipient underwent re-positioning surgery.